Manufacturer narrative:
(B)(4). Product has been received and the investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the ball bearings were found to be missing in provisional shims after they were cleaned at sterile processing. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: medical products-tasp catalog#: 42527900300 lot#: 62710611, tasp catalog#: 42527900304 lot#: 62728383 complaint sample was evaluated and the reported event was confirmed. Visual inspection of the product showed signs of repeated use and is missing the ball bearing subcomponent. DHR was reviewed and no discrepancies were found. This product are confirmed to have been a part of a previous investigation and corrective action. As part of the corrective action, it was recommended not to use ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. Root cause of the event is attributed to the design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2017-07382, 0001822565-2017-07383.